Manufacturer narrative:
Visual examination revealed that the distal end is bent into a partial right curve with steering knob in neutral position. Butt bond seal is cracked and dried body fluid found inside the butt bond. Dried body fluid also found surrounding the connector at the back of the handle. Dried body fluid on the handle, main shaft, and distal end. Dried saline found on the distal end and inside several irrigation ports. Electrical continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. Tip is shorted to tc+, tc-, ring 3, sensor 1 & sensor 2. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. Abnormally high resistance was felt when actuating the steering mechanism. The device was plugged into a maestro generator 4000. The device was recognized by the generator. The distal end was opened. The entire distal cavity is full of dried blood. Next, the handle was opened. Dried body fluid was found throughout the interior cavity, on the pcb, and surrounding the rear connector solder joints. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed april 22, 2019. It was reported that during an ablation procedure for premature ventricular contractions (pvc), the intellanav oi catheter was no longer sensed by the maestro 4000 generator. The maestro pod. Ablation box and applicable cables were all replaced, to no effect. A new intellanav oi catheter was then used which solved the issue. There were no patient complications. However, returned device analysis revealed body fluid ingress.